Manufacturer narrative:
Patient demographics such as weight, ethnicity and race were not supplied. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's laboratory to assess instrument performance as the customer was not questioning the performance in conjunction with this event. All of the system parameters, including quality controls (qc), calibrations and system checks were performing with instrument specifications at the time of the event. The access accutni+3 reagent was not returned to bec for further investigation. No further information is available regarding the performance of the reagent. There were no reports of error messages, system flags or issues with other patients/assays in conjunction with this event. The customer sent the patient's sample to bec compliant handling unit (chu) for further testing. Testing of the customer-supplied neat sample confirmed the customer's elevated access accutni+3 results. Further testing of the sample, with both a heterophine blocking pool and a blocker protein specific to alkaline phosphatase (ap mutein), reduced the elevated result by 95% and 35% respectively, confirming the presence of patient source interferents. In conclusion, the cause of the elevated access accutni+3 results is due to patient source interferents. All related mdrs to this event: 2122870-2017-00054, 2122870-2017-00055, 2122870-2017-00056.

Event description:
The customer reported obtaining reproducible, elevated troponin I (access accutni+3) results for one (1) patient on the laboratory's access 2 immunoassay system serial number (B)(4) between (B)(6) 2016 and (B)(6) 2017. This MDR will account for the event that took place on (B)(6), 2017, MDR 2122870-2017-00055 will account for a similar event that took place on (B)(6) 2016 and MDR 2122870-2017-00056 will account for a third event that took place on (B)(6) 2016. All of the results obtained for the patient in question were well above the normal reference range of the access accutni+3 assay. The customer stated that the initial, elevated access accutni+3 result was released from the laboratory. As a result of the elevated access accutni+3 result the patient was admitted to the cardiac care unit where a cardiac catheterization and an echocardiogram was performed. In addition, the patient prescribed aspirin, plavix and concor medications were continued as part of the treatment plan. System performance indicators such as quality controls (qc), calibrations and system checks were performing within the instrument's and assay's specifications at the time of the event. There were no reports of hardware errors, system flags or issues with other assays in conjunction with this event. The patient's sample was collected in a 3.0 ml (milliliter) lithium heparin plasma tube with a gel separator. The customer was unable to supply centrifugation information such as time and speed. There were no reports of sample integrity issues in conjunction with this event.